Manufacturer narrative:
B3: updated. D1, d2a, d2b: updated. D9 - date returned to MFR: 8-jun-2026. G4: updated. H3 and h6 codes: updated. The suspect device was returned for evaluation. Visual inspection of the device did not identify any issues related to the reported event. Functional testing was subsequently performed, which revealed a defective downstream occlusion (dso) sensor. The reported allegation was confirmed, and the root cause was determined to be a malfunctioning dso sensor.

Event description:
It was stated that the pump did not recognize the cassette. Patient involvement was unknown, and no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.